Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 598 mg/dl. She treated with a manual injection and stated her blood glucose levels were high because she was sick. The customer stated her insulin pump was stuck in the "rewind complete/bolus delivery" loop. Standard troubleshooting was performed. The insulin pump functioned according to design after being reset by a battery change. The product is not being returned. Nothing further was reported.